Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 234.8 umol/l. Another sample from the patient was tested on another module, and the result was 73 umol/l. Due to the discrepancy, the initial sample was retested, and the result was 72.1 umol/l.

Manufacturer narrative:
Based on the provided calibration data, the reagent lot number is 914085. The expiration date is july 2026. The qc and calibration were acceptable. A general reagent issue was excluded. The field service representative found a leaking rinse tube. He replaced the tube, which resolved the issue. The investigation determined that the service actions resolved the issue.